Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens and changed his mind as he didn't like the way the lens looked in the eye. The lens was removed. No pt injury reported.

Manufacturer narrative:
H6. Evaluation results - visual inspection of the returned product showed that one lens haptic has a piece torn off and missing. Clear surgical residue/debris was noted on the product. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation. Conclusion: surgeon changed his mind as he didn't like the way the lens looked in the eye.